Manufacturer narrative:
Device analysis: visual analysis of the returned device identified; flat creases, curved opening, brown and white particles in shell. The leak test and microscopic analysis was performed which identified; a curved striated opening on anterior side assessed as surgical damage and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, partial delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. A curved striated opening assessed as surgical damage consist in the use of some surgical tool. Delamination of diapherm flange disk assessed as adhesive failure. Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.